Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not let them bolus. The customer's blood glucose was 258 mg/dl at the time of incident. The customer stated that the insulin pump was replaced. The customer stated that they treated the blood glucose by bolus. The customer's blood glucose was 264 mg/dl at the time of call. The insulin pump will not be returned for analysis.